Event description:
It was reported that a home patient (hp) felt over full during automated peritoneal dialysis (apd) therapy. A technical service representative (tsr) reviewed the homechoice (hc) therapy logs with a registered nurse (rn). The logs indicated that the total ultrafiltration (uf) on cycle five was 1764ml, and the largest prescribed fill volume was 2400ml. The tsr assisted the rn with updating the hp¿s therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.